Event description:
It was reported that the pump button was not responding to quick bolus requests. There was no adverse impact to the customer's blood glucose. Reportedly, the customer reverted to an alternate insulin pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.